Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 466 mg/dl. Customer had a no delivery alarm. Customer took 15 units via syringe. Customer did a set change. Customer's blood glucose level was 546 mg/dl. Customer went to the diabetes training center for setting changes the other day. Customer has treated for their high blood glucose levels. Troubleshooting was performed and it was found that the customer had 2 no delivery alarms and a low reservoir. Customer did not take the adhesive backing off the site portion. It was explained that this can contribute to the high blood glucose level if the site portion is not secure. Customer was advised to change the entire set, reservoir, and insulin. Customer was advised to monitor the issue and call back if issues recur. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.